Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and anxiety. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening device in the posterior side assessed as an unidentified (tear) opening. (Shell thickness within specification). ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ yellow particles observed in the outer device. ¿ observed delamination total of the plug strap disk shell (cohesive failure).

Event description:
Healthcare professional reported a left side deflation and anxiety. Device has been explanted.

Event description:
Healthcare professional reported a left side hole-nonspecific via an rga form.